Event description:
A report was received that the patient's ipg has flipped out of his normal pocket and is resting on his spine. The patient had the entire precision system explanted as the patient also needs to have an MRI performed. The devices were working properly prior to the explant.

Manufacturer narrative:
The devices will not be returned to bsn for evaluation as they were discarded by the medical facility. This is the final report.